Event description:
It was reported that during procedure that there was no clicking sound when the lead was connected to the device and the set screw did not properly rotate. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.